Event description:
Customer reported low blood glucose symptoms at about 20:00 and "took sugar". Customer reportedly received the following results on the mobile system within 10 minutes: 345 mg/dl, 162 mg/dl, and 158 mg/dl. The result of 345 mg/dl obtained at 21:35 did not correspond to how the customer was feeling. No adverse event related to the device was reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.